Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced pain due to eroded mesh and had additional medical treatment and procedures. All other information, including the patient's current condition, is unknown and unavailable.